Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the scrub technologist opened the packaging of the penumbra system 3max reperfusion catheter (3max) and then flushed the 3max with a syringe. While removing the 3max from the packaging hoop, the technologist noticed that the 3max was fractured in two pieces. The damaged 3max was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new 3max.